Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.